Manufacturer narrative:
The tech found the brake cable slipped out from the bearings due to old bearings. The tech replaced both brake bearings to repair the bed.

Event description:
During a safety check, the tech found the brake casters were not holding properly.